Event description:
At the conclusion of the angioplasty and after pulling out the guide wire, it was noted to be fractured in two pieces. Attempts to remove the wire were unsuccessful. The pt was taken for an emergency coronary artery bypass grafting and removal of the fractured wire. Dissection of post stent placement was noted at the proximal aspect of the right coronary artery.